Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Patient reported "ruptured", "discomfort", "implant compromised", "cd30 negative", "capsular fibrous tissue with inflammatory reaction", "foreign body-type granulomas", "capsule formed by collagenized connective tissue alongside mononuclear inflammatory infiltrate", "ecstatic or cystic ducts", "chronic inflammatory process with giant cell reaction of the foreign body type", "mesothelial metaplasia in capsular fibrous tissue", "intact implant", "signs of rotation" and "white material". Patient later reported "lump". Healthcare professional, through the patient, reported only capsular contracture baker grade IV. Pain medication was prescribed. The event of rupture was confirmed to not have occurred. Therefore, it will be unreported. This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Patient reported "ruptured", "discomfort", "implant compromised", "cd30 negative", "capsular fibrous tissue with inflammatory reaction", "foreign body-type granulomas", "capsule formed by collagenized connective tissue alongside mononuclear inflammatory infiltrate", "ecstatic or cystic ducts", "chronic inflammatory process with giant cell reaction of the foreign body type", "mesothelial metaplasia in capsular fibrous tissue", "intact implant", "signs of rotation", "white material" and capsular contracture, baker grade IV. This record is for the left side. Device was explanted.

Event description:
Patient reported "ruptured", "discomfort", "implant compromised", "cd30 negative", "capsular fibrous tissue with inflammatory reaction", "foreign body-type granulomas", "capsule formed by collagenized connective tissue alongside mononuclear inflammatory infiltrate", "ecstatic or cystic ducts", "chronic inflammatory process with giant cell reaction of the foreign body type", "mesothelial metaplasia in capsular fibrous tissue", "intact implant", "signs of rotation" and "white material". Patient later reported "lump". Healthcare professional, through the patient, reported capsular contracture baker grade IV. Pain medication was prescribed. This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b7, h6.